Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include metoprolol, zocor, and norvasc. (B)(4). Additionally, the IFU states ¿use fluoroscopic guidance during the withdrawal of the delivery catheter to assure safe removal from, and to avoid catching on, the endoprosthesis. If resistance is felt during removal of the delivery catheter through the introducer sheath, stop and withdraw delivery catheter and introducer sheath together.¿

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral component was advanced and deployed as planned. An introducer sheath was then placed for the advancement of an aortic extender component (pla360400/13744435). According to the report, the sheath was not advanced as far proximally as necessary, and the aortic extender component delivery catheter was advanced outside the sheath. Resistance was reportedly encountered as the delivery catheter passed through the trunk-ipsilateral component, and the device could not be advanced to the desired location. The physician reportedly attempted to remove the delivery catheter; however, it was noted that the withdrawal attempt was made without adequate fluoroscopic guidance. It was reported that the device became separated from the delivery catheter and unintentionally deployed in the common iliac artery. According to the report, the patient's iliac artery accommodated the aortic extender component well, and no intervention was necessary. The device was ballooned, and the vessel remained patent. The procedure went forward without any further reported complications, and the patient tolerated the procedure. The delivery catheter was discarded at the facility and, therefore, was not available for direct analysis by gore.